Event description:
It was reported that a patient underwent an atrial tachycardia (at) procedure with a thermocool smarttouch sf catheter and suffered a cardiac tamponade which required a pericardiocentesis and drain placement. Immediately after the at procedure with thermocool smarttouch sf catheter, the blood pressure decreased. Transthoracic echocardiography confirmed accumulation of pericardial fluid/cardiac tamponade. Pericardiocentesis was performed and blood pressure normalized. The patient left the room and returned to the ward, and further courses will be followed later. The physician¿s assessment of health hazard was non-serious (moderate/minor), no extension of hospitalization noted. The physician¿s comment on relationship between the event and the product was that no relationship is considered. The event may have occurred while manipulating another company¿s catheter that had been placed in rv. The cf monitoring methods were dashboard and vector. The visitag coloring setting was tag index, and additional visitag filter used was fot. No abnormalities were observed prior/during product use. The outcome of the adverse event was improved. One catheter was used for each exchange. The energy used for ablation was rf. Additional information was received. The drain was removed on (B)(6) 2026. The patient was discharged on (B)(6) 2026. One transseptal puncture site was performed during the procedure. Two ablations were performed outside of the pulmonary veins.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31761665l and no internal actions related to the complaint were found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number.